Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty, the staples did not deploy, it was the third time in the procedure that the surgeon was going to fire the staple, the first two times they used the stapler it worked perfectly. The doctor then fired it for a third time and after they opened the stapler they saw that the device cut the tissue but no staples were placed. There was bleeding and the surgeon had to suture the wound with normal sutures to complete the case.